Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The two target lesions were located in the right coronary artery and distal left circumflex (lcx) artery. After the two promus premier¿ stents (3.0x38mm and 3.0x12mm) were deployed in rca, a 28 x 2.75mm promus premier¿ drug-eluting stent was deployed in distal lcx. The three stents were deployed successfully. However, following post dilation, an edge dissection was noticed at the distal part of the stent deployed in distal lcx. To cover the dissection, a 2.5x12mm promus premier¿ stent was implanted in an overlapping manner distal to the implanted stent. The procedure was then completed. No further patient complications were reported and the patient's status was stable.